Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported a posterolateral distal humerus plate was implanted in (B)(6) 2022 (exact implant date unknown), and the 3 most proximal screws that were implanted broke post-op "for no apparent reason, neither fall nor accident" (event date unknown). It was reported all product was explanted and replaced on (B)(6) 2022. This report is related to report numbers 3025141-2022-00348, 3025141-2022-00349, 3025141-2022-00350, 3025141-2022-00351, 3025141-2022-00352, 3025141-2022-00353, 3025141-2022-00354, 3025141-2022-00355, 3025141-2022-00356, 3025141-2022-00357, 3025141-2022-00358, 3025141-2022-00360, and 3025141-2022-00361 for the other devices involved in this event.